Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right ventricular (rv) lead exhibited noise. No intervention performed and no patient consequences was reported.